Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end.

Event description:
It was reported that 8mm fenestrated bipolar forceps instrument was observed to have an unknown failure. Intuitive surgical inc., (isi) followed up with the initial reporter however, additional information could not be provided regarding event details. It was stated that there were no reports of patient injury.